Event description:
After the snare of the atrieve cached the target foreign object, the snare and the foreign object were not able to withdraw into the guiding catheter because the shaft did not move smoothly and there was resistance during manipulating the shaft. The unit was switched to another new one.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
After the snare of the atrieve cached the target foreign object, the snare and the foreign object were not able to withdraw into the guiding catheter because the shaft did not move smoothly and there was resistance during manipulating the shaft. The unit was switched to another new one.

Manufacturer narrative:
According to the product experience report, there was no sample to be returned. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, this complaint could not be confirmed and determining a definite root cause is not possible.